Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not working properly. Their blood glucose level was within the range of 400 mg/dl to 500 mg/dl. They would get reoccurring messaged to check their blood glucose. Troubleshooting was performed and it was found that there were small air bubbles in the tubing. They ran a manual prime and insulin exited. Air bubbles were successfully removed. The customer called back and reported that they had a high blood glucose level of 549 mg/dl. The customer¿s current blood glucose level was 99 mg/dl. They treated the high blood glucose with syringes. They performed the basic occlusion test. The insulin pump passed the basic occlusion test. The device will not be returned for analysis.